Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0eec2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0eec2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was surgically explanted due to infection (unknown type). It was noted that the patient had developed an infection at the implant site. Patient symptoms of pain, redness, and swelling at the device pocket were reported. It was also noted that antibiotic treatment was necessary for the event. Follow up information received on (B)(6) 2014, reported that there were no further interventions taken or planned in the future. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.